Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the cause of the high impedances were due to patient fall and the patient was doing great with new programming. It was noted that one lead was all high impedances and the other lead was good and being used; coverage was bilateral and where the patient needed it.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported an impedance issue. The patient lost stimulation. Impedance measurements were taken. Pairs with 8 through 13 were normal range as were other pairs but other pairs with 13 were greater than 10,000. Electrode 0, 13 was greater than 10 ,000 with other pairs showing 'xxx'. The rep reprogrammed the patient using 12-13 and then the patient was feeling stimulation again. It was noted that coming into the programming session, stimulation was off due to the patient having turned it off and the rep turned it back on. The patient noted having had a fall a month ago, but that the loss of stimulation occurred last night ((B)(6) 2015). The patient indication included non-malignant pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.